Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up and the lead was diagnostically imaged. Externalized conductors were noted. Lead to be monitored.